Event description:
Customer called to report the insulin pump had a cracked reservoir chamber due to a car accident. Blood glucose reading was 174 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. (B)(4).